Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer¿s blood glucose level. The case was documented for record-keeping purposes, and no further corrective actions were noted.